Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the pace/sense channel which was oversensed. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.